Event description:
It was reported that prior to use the pen needle would not attach with a bd pen ndl 31ga 5mm. The following information was provided by the initial reporter, translated from japanese to english: pen needle wouldn't attach.

Manufacturer narrative:
H.6. Investigation summary: one partially open and seventeen sealed and intact 31g x 5mm pen needle samples along with two empty covers and two photos were returned from lot. No. 9015893, cat. No. 320129. Visual examination and functional thread to vial test was carried out on all returned samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Conclusion: no issues were observed with the returned samples therefore no root cause can be identified.

Manufacturer narrative:
Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use the pen needle would not attach with a bd pen ndl 31ga 5mm. The following information was provided by the initial reporter, translated from (B)(6) to english: pen needle wouldn't attach.